Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a twist in the sealed outflow graft. Although a specific cause for the observed outflow graft twist could not be conclusively determined through this evaluation, the twist could have contributed to the reported low flow alarms captured in the submitted log files. (B)(6) was returned fixed and assembled with the pump cable severed approximately 8.5¿ from the pump header. The severed end of the pump cable was covered with a plastic wrap. The distal portion of the pump cable and the modular cable were not returned for evaluation. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. The sealed outflow graft was severed approximately 4¿ from its hardware and returned with the sealed outflow graft bend relief properly engaged to the graft attachment. Upon removal of the bend relief, the graft material revealed multiple folds which appeared consistent with twisting of the graft. The textured surface of the graft attachment revealed no evidence of developed or adhered thrombus formations. The o-ring in the graft attachment was present and seated properly. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. Examination of the sealed outflow graft revealed a twist underneath the bend relief. Based on the tissue accumulation in the space between the graft and bend relief, as well as over the creases created by the twist, the twist appeared to have been present for an unknown period of time during patient support. The occlusion caused by the twist would have contributed to the decrease in average flow and subsequent low flow alarms captured in the submitted log files. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed a decrease in flow associated with low flow alarms. The device appeared to be functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A corrective action was implemented to address heartmate 3 outflow graft twist. (B)(6) was implanted prior to the implementation of this action. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. Section 1 of the IFU addresses pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Although the device was reportedly implanted prior to the implementation of the outflow graft clip, the heartmate 3 lvas IFU, rev. C includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was transplanted on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review with concern for outflow graft obstruction. Flows were trending down since (B)(6) 2024. It was also found that there were positional low flows overnight. The patient's hemoglobin and hematocrit were stable and they did not experience any arrythmias. A right heart catheterization was planned. The log files captured low flow alarms on (B)(6) 2024. There were also several momentary low flow events recorded. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events.